Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead were exhibiting high out of range impedance measurements greater than 2,000 ohms. There were also two nonsustained ventricular tachycardia (nsvt) episodes due to noise. Tachycardia therapy in the device was temporarily turned off. The physician has elected not to perform a revision procedure, but changed the device programming to an air mode at 50 ppm to avoid rv pacing. Tachycardia therapy was turned back on to function as therapy for ventricular fibrillation at >200 bpm. To date, there have been no adverse patient effects reported.